Event description:
The customer reported that vasoseal was used on 5/14. The pt returned to hosp 5/27 with gradual swelling and pain at cath site. Ultrasound revealed a pseudoaneurysm. Pt had repair of right femoral artery psuedoaneurysm and evacuation of hematoma.